Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient had a ventricular fibrillation (vf) arrest while at the primary care physicians office. A device interrogation was performed and revealed six failed defibrillation attempts. The patient was rescued by the external defibrillator. It was further reported the subcutaneous defibrillation coil had low impedance. Additional information obtained reported the low lead impedance was chronic. The device and lead were explanted and replaced.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.